Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause - according to the physician, the root cause of the reported problem of capsular bag tear was related to contact with the lens haptic.

Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens, the lens haptic tore the capsular bag. The crystalens was removed intraoperatively and replaced successfully with a different lens model. The pt's prognosis is good.